Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. Additional patient information: it was also reported that the patient was in the emergency room sometime in 2012 with a 1-day history of headache, nausea, and vomiting. (B)(4).

Event description:
It was discovered in a review of a codman certas maude adverse event report, report number (B)(4), that a patient's strata valve was revised for a codman certas valve sometime in 2012. The exact event date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.